Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery, a perforation occurred, and the patient became asystolic. It was noted that the perforation was difficult to see. While performing chest compressions, the 3.0 x 16 mm graftmaster stent was implanted, but the perforation continued to leak. Another 3.0 x 16 mm graftmaster stent was implanted; however, the perforation continued to leak. A balloon catheter was advanced and inflated at the perforation site while the patient was prepared for surgery. The surgery was completed with bypass of the rca; however, the patient died the next day on (B)(6) 2013 due to heart failure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that death is listed in the otw graftmaster instructions for use as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures. Although a conclusive cause for the reported patient death, and the relationship to the product, if any, cannot be determined and a conclusive cause for the reported leak can not be determined, there is no indication of a product quality deficiency. The additional 3.0 x 16 mm graftmaster referenced is being filed under a separate medwatch report.